Manufacturer narrative:
H4: the lot was manufactured between july 01, 2020 and july 02, 2020 . H10: four (4) devices were received for evaluation. A visual inspection with magnification was performed, and it was noted that a single particle was loosely on the wall of the fill port interior wall of one sample that was morphologically consistent with fill port material abs (acrylonitrile butadiene styrene). No damage was observed on the connectors or caps. No issues were observed for the other three samples. The reported condition was verified for one sample only and not verified for the other three samples. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred between february 1, 2023 to february 28, 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had particulate matter in the injection port (black and white). There was no patient involvement. No additional information is available.